Event description:
Pt hospitalized for hyperglycemia. Pt had been sick with cold for several weeks. Seen at ER for cold symptoms and sent home on 10/07. During period of 10/12 to 10/14, pt having high bg with ketones. Admitted to hospital, where she received insulin and fluids. Bg stabilized and physician would like pump evaluated. Pump not returned.